Event description:
It was reported that the implantable neurostimulator (ins) slipped in the pocket. It was moved, 3-4 times in the past 6 months prior to the report. The event occurred on (B)(6) 2015; they had moved it on (B)(6). The reason for this was that the battery kept slipping in the pocket. This battery was moved from its original position up a little higher from the first revision [reference manufacturing report # 3004209178-2015-09831 for initial revision]. It started to slip when the patient would sit down the battery would bang on things. They moved it to the opposite side of their back on (B)(6), and moved it up higher like the lateral midback. The patient came into the healthcare provider office for a consult. The event cause was determined and was device related. The patient noted that when they sat down the generator would flip. They were unable to recharge and get stimulation due to the device flipping. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).